Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found a component or module issue. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy and pelvic lymphadenectomy surgical procedure, the nurse contacted the technical support engineer (tse), informing them that the erbe is displaying error u-02 at the start of the procedure. The tse held a video call with nurse, where it was possible to see the u-02 error in the erbe. A search on dvkb found article ID: 12274, the steps indicated in the article were carried out and after connecting the system and the erbe the u-02 error was still present. So, the only solution was to use an auxiliary cautery. The hospital does not have a compatible auxiliary cable, so the medical team decided to borrow another cable from the partner hospital. The patient was anaesthetized on the table and was waiting for the cable to arrive so that the procedure could begin. Once the auxiliary cable arrived, the procedure was carried out using the auxiliary cautery. No harm was done to the patient, but the procedure was delayed by 30 minutes. The system failed to start up and there was an error message on startup. The procedure was completing as planned with no reported injury.